Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator (mtm) dropped significantly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fse confirmed with the surgeon that his head was not in the viewer while the grips were drifting. Fse attempted to duplicate the issue but was unsuccessful. The mtml on the suspect ssc was replaced proactively.

Manufacturer narrative:
Intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator(mtm) to resolve the issue. Isi did receive a da vinci product involved with this complaint and failure analysis is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator(mtm) was analyzed and the reported complaint was confirmed but not replicated. Review of the logs indicated that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a test platform where all relevant testing was passed within specification. Once testing was completed. No faults could be identified.

Event description:
Refer to h11 for follow-up information.